Event description:
I was given an on-q pump without my permission for a c-section. The site of insertion has not healed well and continues to be more painful. I have an appt to have it looked at. FDA safety report ID # (B)(4).